Event description:
This 74 year-old patient had a vena cava filter inserted on 6/10/94. After his discharge following this procedure, he developed chest pain. Subsequently, a foreign body was discovered in his left lung. It was removed on 6/22/94. The surgeon explained that the catheter turned left when advanced, had to be pulled back, and either part of the insulation or wire sheared off. At the time of insertion, however, the surgeon was unaware of this happening and didn't see anything on the fluoroscope screen during or after the procedure to suggest part of the device had broken off in the patient. The foreign body was detected only after the patient developed the chest pain.